Event description:
Physician was using the stone extractor to remove kidney stones from the pt's bladder. While in the process of removing the stone, the tip of the extractor broke off in the bladder. The physician had to retrieve the tip with a basket.